Manufacturer narrative:
Batch review performed on 07 december 2020: lot 123872: (B)(4) tems manufactured and released on 07-nov-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-primary 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 113796. Batch review performed on 07 december 2020: lot 113796: (B)(4) tems manufactured and released on 23-nov-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-primary 02.07.0512fuc tibial insert uc fixed size 5 / 12 mm (k090988) lot. 114251. Batch review performed on 07 december 2020: lot 114251: (B)(4) tems manufactured and released on 10-feb-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-primary 02.07.0035rp patella resurfacing size 3 (k090988) lot. 122440. Batch review performed on 07 december 2020: lot 122440: (B)(4) tems manufactured and released on 16-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 7 years and 10 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.